Event description:
During use the jaw of the instrument was sticking to tissue. It was necessary to forcibly remove the device from the tissue. This resulted in some minor but additional bleeding. A different device was used to complete the procedure.